Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area leaflets 2 and 3, and moderate to heavy in the cups area of leaflet 1. At the free margins, calcification is heavy at leaflet 2 and leaflet 3, and moderate at leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance by approximately 4mm. Minimal to moderate layer of host tissue is detected onto the tissue outflow at leaflets 2 and 3. Host tissue is moderate at the stent inflow and stent outflow. Thrombus like deposits are noted in the cusp area of leaflet 2 at the outflow aspect. At commissure 2, leaflets 1 and 2 exhibit approximately 5mm tears at the free margins. Commissure 2 appears to be pushed outwards, most likely due to explant, which led to the described tissue tears. The stent distortion is also evident in the x-ray. The wireform is exposed and the sewing ring is cut also due to explant. The x-ray also demonstrates calcification. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No additional patient history has been provided; therefore, the root cause for the calcification cannot be determined at this time. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Method: x-ray.

Event description:
Sales received a report that a device had been explanted after an implant duration of approximately 10 years (115.2 months) due to stenosis. The information was received as an email from the hospital asking if it should be returned. Through further inquiry, it was learned that there was calcification on the leaflets.

Manufacturer narrative:
(B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Operative report has been requested but not received. Investigation is on-going.